Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Initial report.

Event description:
The intellicuff device continuously alerted for a leak. There is no patient involvement reported. The defect intellicuff device got replaced. A low cuff pressure could lead to inadequate ventilation what makes this event reportable.

Manufacturer narrative:
Hospital staff reported that the intellicuff device generated a persistent leak alarm during use and requested repair. No patient involvement. As correction, the intellicuff unit was replaced, after which normal operation was restored and the issue resolved. No further complaints have been reported, and the issue is considered closed based on available information.